Event description:
Device appears to be under-sensing on the atrial lead. Please see current and stored egms. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).